Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not wear a mask which led to peritonitis. The patient was not hospitalized for the peritonitis. On an unreported date, the patient began treatment with vancomycin (intraperitoneally, dose, duration and frequency not reported) for peritonitis. The patient was recovering from the peritonitis event. The pd therapy was ongoing. On an unreported date, the patient was retrained in aseptic technique. No additional information was available at this time.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.